Manufacturer narrative:
The returned device was evaluated. The device powered on but the led segments on the led digits display did not illuminate. During the functional testing the unit provided both audible and visual alarms. The device was able to obtain readings but the readings were not clear due to the missing led segments. An internal inspection of the device was conducted and the failed led segment had an open circuit across two nodes, preventing the display from illuminating all the led segments. Led segment d2 on the instrument board has failed, resulting in display segments being blank. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the left most segment is missing from top level display (spo2) and brand new batteries did not resolve the issue. No consequences or impact to patient were reported.